Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor with gvl 4, the unit does not display any image. A back-up gvl 4 was reportedly used. A 5-10 minute delay in the procedure was noted. No harm to patient or user was reported.